Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 15 millimeters in size and located in the right middle lobe. The pneumothorax was not detected until the final 3d scan of the procedure, and a chest x-ray confirmed its presence. Despite this complication, the procedure was completed as planned. The patient was admitted for treatment, the pneumothorax resolved, and the chest tube was subsequently removed. The patient was then discharged home. It was speculated by the professors that the pneumothorax might have occurred during the concluding lavage. This complication was anticipated and no device malfunction was associated with the event.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. The system logs are not available for review.